Event description:
It was reported that the pump was bumped into an object and the touch screen became shattered and unresponsive along the bottom portion of the display screen. Customer¿s blood glucose was 241 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.